Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08740 inches. Pump was received with missing end capsticker, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500mg/dl and diabetic ketoacidosis. The customer had no symptoms and treated with an IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The insulin pump passed the high pressure test but customer requested a new pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.